Event description:
Patient brought to the operating room for orchiectomy/orchiopexy. Patient positioned, put under anesthesia. Bair hugger applied per standard procedure by surgeon. Applied atop blanket/gown (i.e. Not directly to skin). At end of case, bair hugger removed and red circular marks revealed across chest in a linear pattern, similar to bair hugger. Registered nurse (rn) noted that patient's overall skin was very hot to the touch, compared to baseline pre-procedure assessment. No other areas of skin appeared altered. Rn removed bair hugger from operating room, tagged it with description of issue, and placed bair hugger at operating room front desk to be evaluated/sequestered. Rn notified charge rn, as well as called biomed to report the issue. Only temporary injury noted.